Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: extension. Product ID: 3998, lot# l84503, implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: lead.

Event description:
Additional information was received from the representative. It was reported that they tested the adaptor, extension, and lead and the impedances were still high. The representative reported that the elevated impedances were coming from the extensions or the leads and that the devices had to be explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for failed back surgery and post laminectomy pain. It was reported that there were patient was not getting therapeutic benefit and did not feel the stimulation from their implantable neurostimulator (ins). Elevated impedances measured on the ins and were as follows: combination of 0-1 = 2902 ohms, 0-2 = 5356, 0-3= 6961, 1-2= 5317, 1-3= 5833, and 2-3= 3699. The ins was on and the patient did feel some stimulation on the combination 0-1 when it was turned up to 10.5 volts. There were no falls or trauma reported with the issue. Follow up information received from the manufacturer¿s representative on jan. 27, 2017 reported that they did some diagnostic testing and impedance testing as part of troubleshooting for the issue. The representative tried to utilized electrode combination 0 and 1 using a ¿+¿ and then a ¿-¿ as part of an action to resolve the issue. They also tried using electrode combinations 2-3 using + and ¿ but the issue was not resolved. Additional information received from the representative on jan. 30, 2017 reported that there was a plan to replace the pocket adaptor and the extensions to see if that improved the impedances and the patient¿s therapy response.